Event description:
The customer reported that the device plpul2020, ultra surgical smoke evacuation pencil was being used on (B)(6) 2026 during a closure of ileostomy and ¿cautery pen used in surgical case goes off even when surgeon does not press button to activate cautery pen. Potential for patient harm.¿ there was no impact or injury to the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
G3 initial awareness date was 19jun26. The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.